Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). It was also reported that the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2022.